Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication stockouts were not crossing over as expected. A technical support specialist found that citr3i and famo20i experienced multiple stock outs between, each ended by a count inventory transaction followed by a refill by the same user. Cancelled removals and refills may have affected cce counts, but not the stock out summary report. Citr3i had stock out bulletins enabled and was not backordered, while aintr1(device) had bulletins disabled. The relevant knowledge article was reviewed but deemed not applicable. Citr3i was previously loaded in a deleted srm, which may explain the report discrepancy. Integration engineer cleared ghost pockets and destocked both items. A refill was performed, but no stock out was generated. It was confirmed that a destock does not trigger a stock out; only a remove or outdate action will. A retry with quantity added followed by a remove or outdate was recommended. The customer confirmed that stock outs had been crossing normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not sending stockouts and pyxis replenishments accurately. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.